Manufacturer narrative:
D4 unique device identifier not available. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-oct-2021, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed system health by running the site down query, which showed all carefusion coordination engine (cce) messages were current, and by verifying that all services were running as expected. Successful logins to server and health sight viewer (hsv) were confirmed, and hsv review showed no critical alerts. The customer was contacted and confirmed the issue was internal and not bd-related. The tss verified that customer could now log in to server and confirmed the ability to place devices under critical override. The customer was informed that messaging was current and that devices could be safely removed from critical override, which was acknowledged. The system functioned as intended when the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all users were unable to login to pyxis. An ¿unable to authenticate¿ message appeared for all users trying to log in. Since all users were unable to log in, stations could not be put into manual critical override. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.